Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was) double curve. During the procedure difficulty was experienced advancing the was. After the was was removed from the patient it was observed that the sheath was kinked. The procedure was completed using a new was. No patient complications were reported.